Manufacturer narrative:
A company rep evaluated the system and was unable to duplicate the reported issue. No abnormalities were found when the flow rates, aspiration, and vacuum were checked. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Since the system was found to meet all product specifications, no samples were returned for in house eval. The root cause of the customer reported event is unk. (B)(4).

Event description:
A surgeon reported the unit would not aspirate during a phacoemulsification procedure. The surgery was completed following a delay(time not specified). Add'l info was requested regarding the reported event, but none has been rec'd to date. There was no pt injury or harm reported.